Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had tias most after the implant. It was also stated that they must have had strokes before the implant. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.